Manufacturer narrative:
The returned device was evaluated and the investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. The data download returned an 0x6a alarm, indicating that an occlusion occurred. No occlusion was found in the fluid path. Further inspection of the driving components of the system showed no resistive properties that would contribute to the pods inability to deliver insulin. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod between 1 and 4 hours on the arm the patient noticed the site was red, irritated, warm to the touch and infected with a bump on the site. She went to see her healthcare provider who prescribed antibiotics (four times a day for 7 days) for the site infection. The pod also gave a pod hazard alarm. Her blood glucose was higher (exact bg was not provided) than normal but was able to low it by giving correctional boluses (exact amount was not provided).